Event description:
It was reported that this pacemaker entered into safety mode. This pacemaker was explanted and replaced with a new device. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could be interrogated and was confirmed to be operating in safety mode. Evidence of memory corruption was also noted; however, telemetry was lost after approximately one minute. Telemetry continued to be unreliable. The device case was removed to facilitate inspection of the internal components and further testing. The battery was noted to be slightly swollen; removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in the memory errors identified in the laboratory setting, the slightly swollen battery, and the clinically-observed reversion to safety mode operation.

Event description:
It was reported that this pacemaker entered into safety mode. This pacemaker was explanted and replaced with a new device. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.

Event description:
It was reported that this pacemaker entered into safety mode. This pacemaker was explanted and replaced with a new device. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory.

Manufacturer narrative:
Note: correction to h10 text to better reflect the investigation. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could be interrogated and was confirmed to be operating in safety mode. Evidence of memory corruption was also noted. The device case was removed to facilitate inspection of the internal components and further testing. The battery was noted to be swollen; removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in the memory errors identified in the laboratory setting, the swollen battery, and the clinically-observed reversion to safety mode operation.